Event description:
It was reported that an asymptomatic patient presented into clinic for a follow up, the physician induced the patient into vf and the device charged to 25j but aborted the shock delivery, the egm showed a delivery of hv energy but the vf did not break. The patient was rescued with external defib. During interrogation, output anomaly message was noted. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found that the device delivered into low lead impedance which accounted for the reported over current detection alerts observed in the field. This caused an alert for possible high voltage lead anomaly every time a test shock was performed. Device functioned normally when tested on the bench and using automated test equipment.